Event description:
It was reported that the right atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.